Event description:
The customer contacted abbott regarding axsym rubella lgg calibration failure. The customer attempted calibration with a new lot of rubella calibrators and was unsuccessful, therefore, the customer was sent a new lot of rubella reagent. Upon receipt of the new reagents, the customer achieved successful calibration and the issue was resolved. There was no impact to patient management reported by customer.

Manufacturer narrative:
Additional concomitant medical products: axsym rubella master calibrators, list# 03b23-30, lot# 53795m100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.